Manufacturer narrative:
(B)(4). The analysis site could not confirm the customer's complaint. Visual, functional and quality testing were performed and the generator was found to be conforming to all specifications. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the enseal coag is not effective. Unknown blood loss. The procedure was discontinued. For the surgery the surgeon had used a new enseal disposable. There were no adverse consequences for the patient.